Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The following month, it was discovered that thrombus had occluded the contralateral leg component. Two days later, a thrombectomy was performed and an add'l stent was implanted. It was reported that the occlusion was successfully repaired and that the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.